Event description:
Info was received from our (B)(4) affiliate. On (B)(6) 2012 a pt who wore acuvue oasys contact lenses reported that he/she experienced a medical adverse event. The pt initially experienced pain in the left eye (os) within moments after inserting a lens on the 14th day of using the lens in question. The pt reported there were no visible defects prior to insertion; however, the lens was torn upon removal from the os. On (B)(6) 2012 the treating eye care professional (ecp) provided additional medical info. The ecp confirmed that the pt presented on (B)(6) 2012 with c/o pain, fb sensation and injection os. The pt was diagnosed with a corneal infiltrate associated with erosion os. The infiltrate was possibly bacterial, 1mm in size, located at the 10 o'clock position, "superior part from the pupil, close to the central part" of the cornea. A culture was not obtained. The pt's va was not measured because the pt could not open the os. The pt was treated with ofloxin ophthalmic ointment 0.3%, cravit eye drops 0.5%, bestron for ophthalmic 0.5% gl hour. F/u (B)(6) 2012: bcva os 1.0 (20/20). F/u (B)(6) 2012: bcva os 1.2 (better than 20/20) "recovered to the corrected va level in 2 days." F/u (B)(6) 2012: bcva os 1.2 (better than 20/20). The pt returned for f/u (B)(6) 2012; no info was provided by the ecp for that visit. F/u (B)(6) 2012: "disappearance of infiltration was confirmed by fluorescein staining, the symptom improving." F/u (B)(6) 2012: "opacity remains, it would take 1-2 months to disappear." On (B)(6) 2012, the pt reported that the pain and fb sensation os had resolved but the vision os "sometimes blurs." The pt reported still using eye drops every hour and visiting the ecp weekly. On (B)(6) 2012: "regarding corneal infiltration, recovery was confirmed from the ecp." The lot number of the product in question is unknown. Two lenses in a lens case were returned for evaluation. A visual inspection was performed. One lens had an edge tear. A "123" mark was observed on both lenses. No other visual attributes were observed. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Conclusions - no conclusion can be drawn.